Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and their insulin pump had a blank display. The customer¿s blood glucose level was rising to 300 mg/dl. The customer states that the pump stopped and it keeps saying insert battery every time she inserts a new battery. Troubleshooting was performed for blank display and noticed display did not return after pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device not received stuck in manufacturing mode. Device passed displacement test and self test. Sleep current measurement and active current measurement within specifications. No unexpected blank display anomaly noted. Device received with no moisture damage noted on motor, vibrator motor or battery tube assembly. Device received with cracked retainer, minor scratched display window and scratched case.